Event description:
Per the clinic, the device was explanted on may 15, 2012, for unspecific medical reasons.the patient was reimplanted with another manufacturers device during the same surgery.

Manufacturer narrative:
Correction: the brand name is nucleus 24 auditory brainstem implant system not nucleus 24 channel cochlear implant system as previously reported. Correction: correct PMA number is 000015 not 970051 as previously reported. (B)(4).

Manufacturer narrative:
(B)(4).the device will not be available for evaluation.this report is filed (B)(4), 2012. Device not available for evaluation.